Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous posterolateral branch of the left circumflex (lcx). The 2.5x20mm apex monorail balloon catheter was advanced to the target lesion for predilation and the balloon ruptured at 6 atms on the second inflation. It was unknown how many seconds the balloon was inflated or the number of atms reached on the initial inflation. The balloon was successfully removed and the procedure was completed with another of the same device. No pt complications were reported. This product is only ous approved but is similar to a marked us device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.